Event description:
It was reported that surgeon found the s1 pedicle screw broken screw approximately a quarter distance down the shaft. The surgeon opted not to remove it. Patient outcome: no further information was provided pertaining to the patient outcome as a result of this event.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).